Manufacturer narrative:
(B)(4) - the device was manufactured september 17, 2015 - september 18, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during infusion. The device had been filled with fluorouracil in 131ml sodium chloride to a total fill volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.